Event description:
It was reported that the ilet charger stopped functioning, with no indicator light when the ilet was placed on the charger, and the ilet would not charge despite attempts with multiple known working outlets and an alternate power supply. Symptoms included no reported changes in blood glucose. Outcomes included replacement charger shipment. Investigation included customer troubleshooting over the phone. Investigation of this case revealed a suspected charger failure preventing power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.